Event description:
As reported, the 'ngage nitinol stone extractor' would not open and "hold the stone" during a retrograde intrarenal surgery (rirs). The procedure was complete by using another basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1:postal code =(B)(6). E1: mobile phone# = (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time.a follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation as reported, the 'ngage nitinol stone extractor' would not open and "hold the stone" during a retrograde intrarenal surgery (rirs). The procedure was completed by using another basket. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned in opened packaging. The handle was in the closed position and could not be opened to actuate basket formation. The handle was disassembled, but could not manually actuate basket. No damage to the device was observed. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR) for the complaint lot. The DHR recorded two likely related nonconformances for "shrink tube damaged" and "basket/graper will not open/close" in which a total of 14 devices were scrapped. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the issue was identified as the basket assembly, which is a supplied component. A scar (supplier corrective action request) and CAPA (corrective and preventative action) were created to address the issue. The cause for the issue had not yet been determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.